Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - location of device: not sure ... Was not visible in MRI') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. Concurrent conditions included dysplasia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant), 8 years 2 months after insertion of essure. In (B)(6) 2018, the patient experienced nausea ("nausea") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"). At the time of the report, the device dislocation, nausea, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received. Lab data added. Concomitant condition added. Events : migration of essure device - location of device: not sure ... Was not visible in MRI; nausea and pain , abdomen pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.